Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. No intervention for the lead is planned at this time, although the ipg was explanted on (B)(6) 2018 (please see MFR. Report #: 3006705815-2018-01859). The lead was left implanted, and no intervention has been planned for the lead.